Event description:
The device was used during a colostomy procedure. Reportedly, the staples were missing resulting in an incomplete staple line and an incomplete anastomosis. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.